Event description:
At first use during surgery the drill head detached itself from wave. No excessive force, no mishandling or misuse was reported. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The provided medullary reamer was inspected by checking its material and production documentation, and the reports show compliance with all regulations and specifications. A production error can be excluded based on these results. The exact cause cannot be determined based on the visual and provided damage pattern. However, it is possible that a brief mechanical overload exceeded the load limit on drill heads weld seem, which eventually lead the material to rupture or caused a fatigue fracture. No product defect was established the complaint was determined to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.